Event description:
On june 5, 1992 physician performed a breast biopsy using a medi-tech hawkins ii breast biopsy needle. Dr. Stated that during prep the retractable side barb worked fine. The needle was placed 10 cm into the breast (the physician stated "all the way through the breast"), 5 cm past lesion, the barb was deployed utilizing the retractable side eyelet. Confirming x-rays were taken. Repositioning was then attempted, however, the physician stated the wire was pulled back and kinked preventing removal of the needle. Dissection of the breast for needle removal was performed and the biopsy was completed at that timedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.